Manufacturer narrative:
Pump had stripped battery cap, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 500 mg/dl. The customer states the battery cap was damaged and they are unable to remove the battery cap on their pump. Advised the pump need to be replaced. Advised to discontinue use of the pump if the battery is low. Advised to monitor the pump closely if they continue the use of the pump. The insulin pump will be returned for analysis.